Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of a left ventricular lead, the guidewire as seen within the pericardium. It was determined that the inner catheter had caused a perforation. The lead was implanted. Upon closure of the pocket, the patient's blood pressure began dropping and cardiac tamponade was identified. The pericardium was punctured to drain blood. The pocket was closed and the patient was stable post procedure.